Manufacturer narrative:
The device was explanted, and is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that premature battery depletion was suspected. The patient presented in clinic for a device interrogation, and the battery longevity had decreased, showing 1 year remaining. During the previous follow-up approximately one year ago, the battery longevity showed 6.5 years remaining. Additionally, it was observed that the battery consumption was at 317% usage, despite having low outputs. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed premature battery depletion. A technical services consultant recommended replacement due to this anomaly. Subsequently, the device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion was suspected. The patient presented in clinic for a device interrogation, and the battery longevity had decreased, showing 1 year remaining. During the previous follow-up approximately one year ago, the battery longevity showed 6.5 years remaining. Additionally, it was observed that the battery consumption was at 317% usage, despite having low outputs. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed premature battery depletion. A technical services consultant recommended replacement due to this anomaly. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.